Event description:
Complainant alleged that during open heart surgery on a patient (age and gender unk), the device did not provide synchronized defibrillation on the "r" wave. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.